Event description:
During a percutaneous transluminal angioplasty (pta) procedure, the balloon of a (savvy, 435-302l) ruptured at 6 atmospheres. The savvy was advanced to the lesion over the guidewire (terumo) through the sheath (6f/medikit) introducer. The balloon was inflated using an indeflator. The product was withdrawn out of the patient's body, and another balloon was used for the procedure, which was successfully completed. The target vessel was the superficial femoral artery (right or left: unk) that was moderately calcified, severely tortuous and 100% stenosis. The product was prepared and clinically used as per the IFU without any adverse consequence to the patient (male, age unk). The product will not be returned for analysis.

Manufacturer narrative:
The product was not inspected for leaks or any other anomalies (kinks, bends, etc.), and it was not exposed to sharp objects. There was not information if resistance or friction was noted during insertion through the vasculature or catheter. The entire product was removed from the patient. The target site was superficial femoral artery (right or left: unk), contr-lateral and the lesion was moderately calcified, severe totuousity and 100% stenosis. The patient was a male, no information of the age and weight. No additional information was available. During a percutaneous transluminal angioplasty (pta) to the superficial femoral artery, the balloon was reported to have ruptured. The vessel was described as having moderate calcification, severe tortuousity and a 100% stenosis. There was no reported patient injury. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. A device history review was performed and showed that this lot of products (r0505765) met all requirements, including the burst test values. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have contributed to the reported event.